Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt235 infant dual heated evaqua breathing circuit failed the leak test on an pb840 ventilator. They further reported a pin hole on the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested for the reported leak. The returned circuit was then submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the rt235 infant dual-heated evaqua breathing circuit was out of specification. Visual inspection revealed a hole in the expiratory limb approximately 120 mm from the proximal connector. The water bath identified this hole as the source of the leak. A lot check could not be performed as a lot number was not provided. Conclusion: based on the inspection of the damage, it appears that the evaqua expiratory limb was punctured by a blunt object. (B)(4). The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).